Event description:
Literature was reviewed regarding a patient with severe aortic stenosis (as) who underwent transcatheter aortic valve replacement with implant of a medtronic 26-mm evolut pro+ bioprosthetic valve. The procedure was performed successfully without coronary obstruction. Five days post-implant, a complete atrioventricular block was observed requiring placement of a permanent pacemaker. Thirteen days post-implant, the patient developed dyspnea due to left main coronary artery occlusion. Subsequently, the patient underwent percutaneous coronary intervention with successful implant of a stent. Sixteen days post-implant the patient developed dyspnea again due to severe mitral regurgitation caused by rupture of the left ventricular papillary muscle. The physician/authors suspected the rupture was caused by a myocardial infarction. Subsequently, the patient underwent an emergency sternotomy with extracorporeal membrane oxygenation support in which the mitral valve was replaced with implant of a tissue valve. The physician/authors noted there were no complications with the previously implanted evolut valve. After this final intervention, the patient¿s postoperative course was uneventful as they were transferred to the ward seven days later. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: horibe et al. Left ventricular papillary muscle rupture due to acute myocardial infarction after transcatheter aortic valve replacement. Int j surg case rep. 2024 nov 21:126:110637. Doi: 10.1016/j.ijscr.2024.110637. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.